Manufacturer narrative:
The reported event is confirmed, cause unknown. The used three-way foley catheter was returned without the original packaging. The catheter was observed to be cut into two separate pieces, possibly with a sharp object; the separation occurred beneath the trifurcation. As this was not reported by the customer and the catheter is believed to have been cut in attempt to remove it, a new complaint will not be created. The balloon on the foley catheter was noted to be burst with no apparent missing pieces. This sample would not pass functional leak testing. Photo samples were submitted showing the burst balloon as well as the cut in the catheter shaft. Though a specific cause cannot be determined, a potential root cause for this event could be, "high modulus latex". The device was used for treatment purposes. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex." "To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol." "Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box." "Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the catheter balloon burst. On the next day after the turp procedure, when the user attempted to remove the fixation water from the balloon in the ward, the balloon burst was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter balloon burst. On the next day after the turp procedure, when the user attempted to remove the fixation water from the balloon in the ward, the balloon burst was found.